Event description:
Malfunctioning intrathecal catheter along with malfunctioning of the intrathecal pump. Status post intrathecal pump replacement. Negative side port aspiration a year and a half later. Positive transection per dye study was found a couple of months after neg. Side port aspiration. Patient presented for intrathecal catheter revision.